Event description:
Report received from (B)(6) stating that the device will not run. It is known that the device was not being used in surgery. It is unk whether there was any injury or medical intervention. There was no add'l info was provided. The date of the event is unk.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is in process. When the investigation has been completed or add'l info becomes available, a supplemental MDR will be sent. Ref: (B)(4).